Event description:
Information received by medtronic stated that the insulin pump encountered pump errors. Customer was able to successfully clear alarm and able to complete rewind. Insulin pump did successfully complete steps in displacement verification table. Troubleshooting was performed, however, the customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 130 alarms noted during testing. A review of the downloaded history files reveals on 5/24/2022 there were fifty-six (56) pump error 130 alarms (between 00:21 and 06:56) and three (3) pump error 43 alarms (04:25 and 2x at 04:26) that had occurred. Per global logic analysis: motordriveerror (fault 43). Possible hw. The hall sensor isr is enabled when the motor task starts, and is disabled when the motor task completes. This means that the hall sensor isr is only effective during the motor task running period (e.g. While driving the counts required of a single stroke). Each time the isr runs, the commutation state needs to be compared with the previous commutation state. A difference more than +1/-0 counts in the direction of travel will cause a motor drive error (fault 43). The hall sensor isr is independently enabled during periods of mfda constant hall state monitoring. Mfdaalarm (fault 130). Possible hw. The mfda ¿bucket test¿ simply applies a series of thresholds against encoder error counters. The bucket test occurs during the periodic mfda check, when chsm detects motion, and prior to intentional motion. If the observed encoder error is acceptable, the error is accounted for (future tests and future intentional motion will start from the new known location), otherwise an mfda alarm (fault 130). The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. Pump error 43 and pump error 130 alarms are confirmed due to excessive alarms in the history file for 5/24/2022 (event date), fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, serial number label faded and peeling, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Pump error 43 and pump error 130 alarms are confirmed, fault isolated to the hardware. The pump error 43 and pump error 130 alarms located in the history files may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. T